Event description:
This unsolicited device case was rec'd from (B)(6) on (B)(6) 2014 from a physician (internist). This case concerns a (B)(6) male patient who complained of drop in blood pressure with typical circulatory symptoms and "massive knee joint effusion" after receiving treatment with synvisc injection. The patient had a medical history of rupture of cruciate ligament in left leg (20 years ago). It was reported that the patient developed painful gonarthrosis as a result of improper loading over time. No past drugs, concomitant medications or concurrent conditions were reported. On an unspecified date, the patient initiated treatment with intra-articular synvisc injection (dosage regimen, batch/lot and expiration date unknown) into an unspecified knee joint for gonarthrosis. As reported the first injection was very beneficial. On an unspecified date, fourteen days later, the patient developed massive knee joint effusion. Arthrocentesis was performed (unknown amount of fluid aspirated) and no signs of bacterial infection were detected in the synovial fluid culture. On an unspecified date, the patient rec'd second synvisc injection. It was reported that shortly after receiving second synvisc injection, the patient experienced drop in blood pressure with typical circulatory symptoms. One day after receiving the second injection knee effusion reoccurred. Action taken: unknown. Corrective treatment: no corrective treatment was reported (for both events). Outcome: unknown (for both events). A pharmaceutical technical complaint (ptc) was initiated and conclusion was pending for the same. Seriousness criterion: drop in blood pressure/ typical circulatory symptoms: the event was considered serious as per the latest ime list. F/u was in progress.

Manufacturer narrative:
Pharmacovigilance comment: sanofi company comment dated (B)(4) 2014: in this case, the causal role of synvisc cannot be excluded for the occurrence of the event of drop in blood pressure/ typical circulatory symptoms, however, the lack of info regarding the underlying medical history and the concomitant medications used by the patient precludes the complete case assessment.